Manufacturer narrative:
This report is being submitted to correct previously provided information and to include newly obtained details. Section b5 has been updated to incorporate information that was not included in the initial report. The revised b5 now contains a complete and accurate event narrative. Section d4 has been corrected to reflect the accurate primary UDI number.

Event description:
70-year-old male patient with acute myocardial infarction / cardiogenic shock with very late presentation. Patient began coding upon arrival to the lab before intubation and access. Impella cp inserted while receiving active CPR. Impella unable to flow over 2l which is most likely due to patients condition. Patient experienced multiple ventricular fibrillation and received multiple shocks. After angioplasty, patient remained pulseless and resuscitation efforts were stopped. Impella cp being conservatively coded to death, however patient's heart was fibrillating prior to insertion, and arrhythmia never ceased, and is the likely cause of death. The field representative responded that the patient was in ventricular fibrillaton arrest prior to cath lab and impella insertion and patient expired.

Event description:
70-year-old male patient with acute myocardial infarction / cardiogenic shock with very late presentation. Patient began coding upon arrival to the lab before intubation and access. Impella cp inserted while receiving active CPR. Impella unable to flow over 2l which is most likely due to patients condition. Patient experienced multiple ventricular fibrillation and received multiple shocks. After angioplasty, patient remained pulseless and resuscitation efforts were stopped. Impella cp being conservatively coded to death, however patient's heart was fibrillating prior to insertion, and arrhythmia never ceased, and is the likely cause of death.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the pump was not returned for investigation. Data log was not provided or retrieved from the remote server. Low or blocked pump flow: the cause of the low pump flow issue was not determined without returned product and sufficient clinical details, including data logs. Clinical symptoms (arrhythmia): the cause of the injury was not determined due to insufficient clinical details. The cause of the arrhythmia was not determined due to insufficient clinical details. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.